Event description:
It was reported that wire was stuck with the burr. The target lesion was located in the trans tibial artery. A 1.50mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the wire was stuck in the burr and were removed together from the patient's body. There were no patient complications reported.